Manufacturer narrative:
The device was received intermittent button response due to flattened up creased button dome switch. No ramping numbers anomaly noted. Pump received with scratched lcd window. Device was received cracked case display window corner. Device was received with cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was performed. The device was returned for analysis.